Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 7x80, 130 cm eluvia drug-eluting vascular stent system was deployed, and it was noticed that the edge of the stent was lifted. A 6.0mm x 20mm x 135cm sterling balloon catheter was then advanced to expand the eluvia stent. However, during the initial inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was removed and replaced with another 6.0mm x 40mm x 135cm sterling balloon catheter which also ruptured during the initial inflation at 4 atmospheres for 5 seconds. The device was removed, and the procedure was completed with implantation of an additional 7x40 eluvia stent. There were no patient complications nor injuries reported. The patient condition was good.